Event description:
The customer's mother reported that the customer passed away. The customer's mother was unsure of whether the insulin pump was being used at the time of death. The medical examiner stated that when he arrived on the scene, the insulin pump had been removed from the customer. However, the medical examiner was not sure if the customer or the paramedics had removed the insulin pump. The customer's mother stated that the customer had low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.